Manufacturer narrative:
(B)(4). An authorized third party service engineer evaluated the device, found the single board computer (sbc) printed circuit board (pcb) was faulty and needs to be replaced; pending repair.

Event description:
It was reported that during set up a ventilator display was blank. There was no patient involvement.